Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01176. The pt received her scs system, including an ipg and surgical lead, on (B)(6) 2007. It was reported that the pt complained of the ipg being too bulky and uncomfortable. It was also reported that x-rays showed the pt's lead had migrated. The pt reported that she had fallen several times since her implant date. The pt stated she felt painful stimulation or intermittent overstimulation which seemed to be positional. The physician explanted and replaced the ipg and lead on (B)(6) 2011. The ipg was replaced with a smaller model ipg, and the lead was replaced with a different model surgical lead. The explanted devices will not be returned to the manufacturer for analysis. Follow up on the pt found no further issues reported.